Manufacturer narrative:
Vyaire reference #: (B)(4).

Event description:
The customer reported while using the avea ventilator, it is alarming circuit occlusion and peak pressure. The customer stated there was no patient involvement associated with this event.